Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the right ventricular (rv) lead exhibited high thresholds and low impedance. It was also reported that the atrial lead position check had failed. The ra and  rv leads were capped and replaced. No further patient complications have been reported as a result of this event.